Event description:
A trial case report from a trial conducted outside the us was reviewed, which indicated that the first procedure was performed in 2003. The pt returned to the hospital 4 months later with a recurrence of angina. Angiography was performed and in-stent restenosis was noted. Angioplasty was performed and a cutting balloon was used to treat the restenosis.